Event description:
Patient's family member called in 2002 regarding the pt's one touch basic meter. Family member alleged that the meter was reading inaccurately low. Patient did not have any symptoms. Pt's meter was reading low (24 mg/dl and 26 mg/dl). Patient's family member called 911 and pt was taken to the hospital. ER meter read 157 mg/dl. Unknown if pt was treated at the ER. Unable to contact patient or the family member to obtain more information. No further information has been reported.